Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm and a malfunction 04 alarm. The customer's blood glucose level was not impacted. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
Device investigation confirmed the reported malfunction 4. No device issue was found related to the reported occlusion.